Manufacturer narrative:
Product event summary: analysis could not confirm that the ventricular port was not working, but the output connector was broken and pushed in to the device. It was also found that two case screws were contaminated.

Event description:
It was reported that the ventricular port on the external pulse generator (epg) was not working. The epg has been returned for service. There was no patient involvement.